Event description:
Consumer called stating that when the (B)(4) semi electric bed is elevated it allegedly will go back down, slowly. Consumer to contact dealer where purchased. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1531186-2012-00717 indicating the model number as irc5310. The correct model number is 5310ivc.

Event description:
Consumer called stating that when the 5310ivc semi electric bed is elevated it allegedly will go back down, slowly. Consumer to contact dealer where purchased. No injury alleged.